Event description:
Reporter stated that patient obtained blood glucose results of 1.2 mmol/l and 10.8 mmol/l, within 5 minutes, when testing on the accu-chek compact plus system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).